Manufacturer narrative:
As per the company representative, the customer did the repair himself. The customer performed the condensation removal procedure as per the operating instructions. The customer observed condensation in the fill tubing (part number 0008-00-0312) and the purge filter (0008-00-0331) and replaced the same parts. The customer ran the iabp on a test iab for 3 days without any errors. (B)(4).

Event description:
It was reported: "according to a company representative, early this morning in the ICU the iabp alarmed 'blood inline.' It stopped pumping and was replaced immediately by another cs300. The company representative is datascop trained and is checking the unit over himself." The event occurred while in use on a patient. No patient injury was operated.